Manufacturer narrative:
The reported field event of an hv charge timeout was confirmed in the laboratory. The device was tested on the bench and the hv capacitors were sent to the manufacturer for further evaluation and an internal capacitor anomaly was found. The root cause of the charge timeout was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that vf occurred when atp therapy was delivered for a vt episode. Hv defibrillation therapy was unsuccessful and charge time limit was reached. Vf was finally terminated with external defibrillation from ambulance ward. The patient was hospitalized due to post-resuscitation syndrome until reimplant procedure could be performed. The device was finally explanted and replaced and the patient is stable post procedure.